Event description:
It was reported that the lead exhibited high impedance and loss of capture. No patient symptoms or intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.